Event description:
Procedure type: laparoscopically assisted distal gastrectomy. According to the reporter: after firing, the surgeon noticed that e-gia dlu cut the tissue and malformed stapling had occurred. The surgeon used a new cartridge to finish the ladg. Fluid leakage occurred due to this problem. Unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).